Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 415 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer stated that they would speak to their healthcare provider regarding their use of apidra and in the meantime will resort to backup therapy.